Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that a the right ventricular (rv) lead exhibited high threshold measurements. A revision procedure was performed where the lead was viewed under fluoroscopy and a dislodgement was confirmed. The lead was explanted and replaced . No additional adverse patient effects were reported.